Event description:
Patient presented to surgery (B)(6) 2026 for right thoracotomy -- upper-middle bilobectomy, lymphadenectomy, and pericardial fat pad buttress over the upper lobe bronchus. During the procedure as the surgeon was using the stapler, the surgeon went to reposition the device on the lung tissue when the jaws of the stapler would not open as expected. The sterile team was able to open the jaws of the stapler by using the manual override function on the device. It was removed from service and off the sterile field and a replacement was brought in and used without further difficulty.